Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included precancerous cells present, sexually transmitted disease, uterine bleeding, menometrorrhagia, hypertension, uterine leiomyoma, depressive disorder, iron deficiency anemia, vitamin d deficiency, anxiety disorder, pap smear abnormal, uterine bleeding, dizziness, hot flushes, anemia, tobacco abuse, adenomyosis, hyaline arteriolosclerosis and hemostasis. Concomitant products included colecalciferol (vitamin d) since 2014 for vitamin d deficiency as well as beclometasone dipropionate (beconase) since 2014, docusate sodium (colace), ergocalciferol since 2015, ferrous sulfate from 2014 to 2015, fluoxetine since 2014, loratadine, mometasone furoate (nasonex), prinzide (zestoretic) and tramadol since 2010. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2005, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2006, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain ("pain pelvic area"). In 2013, the patient experienced weight increased ("weight gain") and fungal infection ("infection (bladder/ urinary tract/vaginal) (type: yeast infections)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hot flush ("hormonal changes (describe: hot flashes)") and night sweats ("hormonal changes (night sweats)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss") and nausea ("nausea"). The patient was treated with naproxen sodium (midol extended relief caplet), ibuprofen, lisinopril, ondansetron (zofran), k-y jelly, fluoxetine hydrochloride (prozac), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic inflammatory disease, pelvic pain, weight increased, weight decreased, hot flush, night sweats, headache, nausea and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fungal infection had resolved and the dyspareunia, migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 267 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included precancerous cells present, sexually transmitted disease, uterine bleeding, menometrorrhagia, hypertension, uterine leiomyoma, depressive disorder, iron deficiency anemia, vitamin d deficiency, anxiety disorder, pap smear abnormal, uterine bleeding, dizziness, hot flushes, anemia, tobacco abuse, adenomyosis, hyaline arteriolosclerosis and hemostasis. Concomitant products included colecalciferol (vitamin d) since 2014 for vitamin d deficiency as well as beclometasone dipropionate (beconase) since 2014, docusate sodium (colace), ergocalciferol since 2015, ferrous sulfate from 2014 to 2015, fluoxetine since 2014, loratadine, mometasone furoate (nasonex), prinzide (zestoretic) and tramadol since 2010. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2005, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2006, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain ("pain pelvic area"). In 2013, the patient experienced weight increased ("weight gain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: yeast infections)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hot flush ("hormonal changes (describe: hot flashes)") and night sweats ("hormonal changes (night sweats)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss") and nausea ("nausea"). The patient was treated with naproxen sodium (midol extended relief caplet), ibuprofen, lisinopril, ondansetron (zofran), k-y jelly, fluoxetine hydrochloride (prozac), surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic inflammatory disease, pelvic pain, weight increased, weight decreased, hot flush, night sweats, headache, nausea and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal mycotic infection had resolved and the dyspareunia, migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 267 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included precancerous cells present, sexually transmitted disease, uterine bleeding, menometrorrhagia, hypertension, uterine leiomyoma, depressive disorder, iron deficiency anemia, vitamin d deficiency, anxiety disorder, pap smear abnormal, uterine bleeding, dizziness, hot flushes, anemia, tobacco abuse, adenomyosis, hyaline arteriolosclerosis and hemostasis. Concomitant products included colecalciferol (vitamin d) since 2014 for vitamin d deficiency as well as beclometasone dipropionate (beconase) since 2014, docusate sodium (colace), ergocalciferol since 2015, ferrous sulfate from 2014 to 2015, fluoxetine since 2014, loratadine, mometasone furoate (nasonex), prinzide (zestoretic) and tramadol since 2010. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2005, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2006, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain ("pain pelvic area"). In 2013, the patient experienced weight increased ("weight gain") and fungal infection ("infection (bladder/ urinary tract/vaginal) (type: yeast infections)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hot flush ("hormonal changes (describe: hot flashes)") and night sweats ("hormonal changes (night sweats)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss") and nausea ("nausea"). The patient was treated with naproxen sodium (midol extended relief caplet), ibuprofen, lisinopril, ondansetron (zofran), k-y jelly, fluoxetine hydrochloride (prozac), surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic inflammatory disease, pelvic pain, weight increased, weight decreased, hot flush, night sweats, headache, nausea and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fungal infection had resolved and the dyspareunia, migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 267 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Hsg test result added. Concomitant medications and treatment drug received. Events hot flashes, night sweats, yeast infections, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, pelvic inflammatory disease and hair loss added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea(cramping), weight gain, weight loss" , reporter added from pfs. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.